Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ nexiva catheter backed out of vein. The following information was provided by the initial reporter: one of our rns was inserting the patient's IV in the vein, got good blood return. Ee felt resistance threading the catheter. Ee held stabilizer hub and pulled out the needle but the catheter and the needle both came out and the needle penetrated ee's glove.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 3032874, and no quality issues were found during production. Our quality engineer reviewed the provided photo but the defective unit was not visible. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defect could be identified in the provided photo a definitive root cause could not be determined. For a more thorough investigation, either a physical sample or a photo of the alleged defect would need to be provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ nexiva catheter backed out of vein. The following information was provided by the initial reporter: one of our rns was inserting the patient's IV in the vein, got good blood return. Ee felt resistance threading the catheter. Ee held stabilizer hub and pulled out the needle but the catheter and the needle both came out and the needle penetrated ee's glove.